Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had revision surgery on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had revision surgery on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with left inguinal hernia thereby underwent robotic repair with the implant of 3dmax mesh. Per operative notes, "a large left 3dmax mesh was placed using sutures." (B)(6) 2022 - patient was diagnosed with left recurrent inguinal hernia thereby underwent repair with excision of paratesticular mass. Per operative notes, "a large direct hernia defect was seen and appeared adherent to the superior aspect of the paratesticular mass."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct sex of the patient. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.